Event description:
Medtronic received information that at an unspecified time, this bio-console instrument's pump was turning on, but the screens on both the console base and the user interface were not turning on. The use of the instrument was unknown. There was no adverse patient effect reported with this event. Medtronic received additional information that the failure was in the system controller board. The batteries were also due to be changed on this cycle.

Manufacturer narrative:
Device evaluation summary: the reported issue that the instrument's pump was turning on, but the screens on both the console base and the user interface were not turning on was verified during service. The service technician found that the unit would not power on, but the battery charging indicator was flashing. The issue was resolved by replacing the assy system controller module-006 and the battery,12v,6.5 ah,certified. Preventive maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.